Event description:
A customer observed a reproducible false negative ahcv result for a patient sample tested on the eci analyzer. False negative results may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event showed that subsequent testing of the sample yielded repeated positive results on two alternative methods. The most likely root cause of the event is assay design. The sample was highly reactive to the ns5 hcv antigen in the riba ahcv assay. The vitros ahcv assay is manufactured with a limited amount of ns5 antigen available for ns5 antibodies to react with.